Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. The gtin is unknown at this time, should the product information become available, it will be provided in future reports.

Event description:
It was reported that the cable caused a burn to the patient. The procedure was completed successfully.

Manufacturer narrative:
The reported failure mode will be monitored for future reoccurrence. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. Gtin and PMA/510(k) are unknown since catalog# is unknown.

Event description:
It was reported that the cable caused a burn to the patient. The procedure was completed successfully.